Event description:
A malfunction was reported on a pump, but no notable events preceded the issue, and there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and was advised to call back if any malfunction code appears again.